Event description:
The physician successfully performed closure of an arteriotomy site with the starclose device. After the procedure, while in the holding area, the patient began to complain of lower abdominal pain. The physician was able to palpate a hematoma. It was not visibly noted, because the patient was very large. A CT scan was performed and a 4.6 x 8.8 x 17cm abdominal wall hematoma was detected. Due to the location of the hematoma, it was not expressed. No surgery or blood products were required.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.